Event description:
On (B)(4) 2013 the lay user/patient in USA contacted lifescan to report the one touch verio iq meter kit was missing the usb and charger adapter cable. There was no patient injury associated with this issue. As the issue was not resolved with troubleshooting this complaint is being reported. There was no indication that the product caused or contributed to an adverse event.